Manufacturer narrative:
(B)(4). Event date unknown, assumed 1st day of month that complaint was reported. Batch # r93y56. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested but unavailable: was intra-op or post-op care changed? How was the procedure completed? Was there any patient consequence? Was the piece of the device retrieved? Is the device being returned for analysis?

Event description:
It was reported that during an unknown procedure, the pouch was being used and a piece of the pouch fell into the patient. It was not reported if the pieces were retrieved.

Manufacturer narrative:
(B)(4). Date sent: 02/13/2020. Medical records have been received. Please see attachment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # r93y56. A manufacturing record evaluation was performed for the finished device batch r93y56 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that only one support arm broken of the pouch was received for analysis. Due to the condition of no pouch returned, no visually testing could be performed to evaluate the incident reported. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken and the distal plug to be damaged once the instrument was fully retracted.

Manufacturer narrative:
(B)(4). Per photographic evaluation (x-ray): the x-ray film is a ap view of chest, taken likely at expiration phase. There is a needle like metal object with slight curvature overlapped right upper lobe area of the lung. Based on review of alleged device structure, the object appears to match one of the holding arm for the bag. Due to the 2d nature of the chest x-ray, it is not possible to determine exact location of the object. The rest of the lung appears unremarkable. Per photographic evaluation (pictures): there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, what appears to be a support arm broken in two pieces can be observed in the pictures, along with what appears to be tissue. However, no conclusion could be reached as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Manufacturer narrative:
(B)(4). The patient underwent a robotic thymectomy which was uneventful. During a routine post op x-ray, the radiologist noted a foreign body which was removed from behind the lung and is thought to be a piece of the pouch. It was indicated they have retained the piece removed from the patient.